Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, after the physician threw the first mesh leg through the sacrospinous ligament, and pulled out the capio device from the patient, the physician discovered that the lead suture (with the needle at the end) detached from the mesh leg. The needle was captured inside the capio cage. The physician removed the mesh assembly from the patient and used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
The physical analysis of the returned mesh assembly showed that the needle is missing from the blue and white dilator, confirming the reported condition. The physical analysis of the returned capio suture capturing device showed no anomalies; mechanical testing showed that the device operated freely and smoothly. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, after the physician threw the first mesh leg through the sacrospinous ligament, and pulled out the capio device from the patient, the physician discovered that the lead suture (with the needle at the end) detached from the mesh leg. The needle was captured inside the capio cage. The physician removed the mesh assembly from the patient and used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.